Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were reported as severely tortuous throughout the anatomy. It was reported that during the implantation of the talent bifurcated stent graft, the unsupported segment part of the graft was compressed, which consequently partially occluded the blood flow through the stent graft. The limbs were not crossed during the procedure. The physician elected to place two balloons bilaterally and then implanted another manufacturer's bare metal stent in the unsupported segment of the stent graft to treat the occlusion successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: arterial and venous occlusion, conclusion: severe tortuosity of the vessels.